Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain the fluid when removing the catheter in the ICU. Only 7ml of fixed fluid was removed, instead of 10ml. Even after reporting and checking with the attending physician, the entire amount could not be removed. Approximately 1-2ml remained in the catheter. Macroscopic hematuria grade I-ii was subsequently confirmed twice. A three-day supply of tranexamic acid was prescribed. Medical intervention was reported.